Event description:
It was reported that the user experienced a low glucose event during sleep without receiving a low-glucose alert, and it was later identified that the dexcom low alert threshold was set to 55 mg/dl while the user¿s glucose reached 68 mg/dl; the user was warm transferred to dexcom to adjust alert settings. Symptoms included hypoglycemia without loss of consciousness or other acute effects. Outcomes included self-treatment with four glucose tablets and no medical intervention or assistance. Investigation included troubleshooting and user education regarding cgm alert configuration. Investigation of this case revealed that the alert configuration did not align with the user¿s intended threshold, which explained the absence of an alert at 68 mg/dl, and no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.